Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after proper prep of the 6.0x30 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon, the balloon was inflated for post dilatation and upon deflation, the balloon flattened into a pancake shape. Rather than re-wrap and therefore made removal extremely difficult. The balloon was inflated and deflated once while in the vessel prior to removal. The product was removed intact in one piece from the patient. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU), while stored on a shelf in the procedure room cabinets. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU. The device prepped normally, maintaining negative pressure. The intended procedure was for the internal carotid artery (ica). The lesion was moderately calcified. The vessel tortuosity was moderate. The percentage of stenosis was 80%. The device was not used for a chronic total occlusion (cto). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The saline/contrast ratio in the inflation device was 70/30. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after proper prep of the 6.0x30 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon, the balloon was inflated for post dilatation and upon deflation, the balloon flattened into a pancake shape. Rather than re-wrap and therefore made removal extremely difficult. The balloon was inflated and deflated once while in the vessel prior to removal. The product was removed intact in one piece from the patient. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU), while stored on a shelf in the procedure room cabinets. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU. The device prepped normally, maintaining negative pressure. The intended procedure was for the internal carotid artery (ica). The lesion was moderately calcified. The vessel tortuosity was moderate. The percentage of stenosis was 80%. The device was not used for a chronic total occlusion (cto). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The saline/contrast ratio in the inflation device was 70/30. The device was returned for evaluation. A non-sterile ¿aviator plus .014 6.0x30 142cm¿ was received coiled inside a clear plastic bag. The device was unpacked for product evaluation. Upon thorough visual inspection, no damage or anomalies were observed. The balloon was returned in a deflated state and exhibited no shape abnormalities. No additional findings were noted. Functional testing was conducted. An inflator/deflator device was connected to the inflation port, and the balloon inflation test was performed by applying positive pressure to reach the rated burst pressure. The balloon inflated as expected with proper shape retention. No inflation difficulties or delays were noted, and pressure remained stable throughout the test. The deflation test was subsequently performed by applying negative pressure through the same inflator/deflator device. The balloon deflated as expected, maintaining its shape. No deflation issues or delays were observed. A guidewire insertion and withdrawal test was also performed to assess for functional anomalies. The balloon was inserted and withdrawn through the cannula of a csi 4 french catheter via the cap. No resistance, friction, or anomalies were noted during this test. The reported ¿balloon rewrapping difficulty¿ and ¿balloon withdrawal difficulty¿ could not be verified during the evaluation of the returned device. All functional tests were completed successfully, and no product deficiencies or anomalies were identified. Therefore, the root cause of the reported event cannot be conclusively determined. However, based on the available information and product analysis, it is likely that the use of a 70% saline to 30% contrast ratio, while seemingly conservative, contributed to the event. This non-compliant inflation medium, combined with the presence of vessel tortuosity and moderate calcification in the internal carotid artery, may have led to premature or uneven balloon wall collapse during deflation. Such conditions could result in the balloon flattening into a ¿pancake¿ configuration rather than refolding as intended, thereby complicating device withdrawal. Strict adherence to the instructions for use (IFU) recommended 1:1 saline-to-contrast ratio is critical to maintaining optimal balloon deflation dynamics and ensuring consistent device performance. Given that no product malfunction was identified, the event is attributed to procedural factors¿specifically, deviation from IFU preparation guidelines in a complex anatomical environment¿rather than a device-related failure. According to the warnings in the safety information in the instructions for use, ¿use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Withdrawal and disassembly procedure: 1. Deflate the balloon by pulling vacuum on the inflation device, allowing adequate time for the balloon to fully deflate prior to removal. 2. Open the hemostasis valve as wide as possible and carefully withdraw and remove the balloon catheter from the guiding catheter while keeping the guidewire in place. 3. Close the hemostasis valve to maintain a snug seal around the guidewire. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Perform angiography to confirm angioplasty and/or stent post-dilatation. 5. Remove guidewire and guiding catheter from the patient and discard the devices. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ the available information and product analysis do not indicate a design or manufacturing-related cause for the reported event. As a result, no corrective or preventive actions are warranted at this time.

Event description:
As reported, after proper prep of the 6.0x30 .014 aviator plus percutaneous transluminal angioplasty (pta) balloon, the balloon was inflated for post dilatation and upon deflation, the balloon flattened into a pancake shape. Rather than re-wrap and therefore made removal extremely difficult. The balloon was inflated and deflated once while in the vessel prior to removal. The product was removed intact in one piece from the patient. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU), while stored on a shelf in the procedure room cabinets. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU. The device prepped normally, maintaining negative pressure. The intended procedure was for the internal carotid artery (ica). The lesion was moderately calcified. The vessel tortuosity was moderate. The percentage of stenosis was 80%. The device was not used for a chronic total occlusion (cto). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The saline/contrast ratio in the inflation device was 70/30. The device will be returned for evaluation.